Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed an alarm indicating "system over temperature".

Manufacturer narrative:
Due to character restrictions in block e1event site name: general medicals w.l.l. (Intercol group). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
This complaint is being closed due to lack of information from the customer after 3+ attempts were made to obtain the relevant information and no further feedback from the customer has been received. A supplemental report will be submitted if additional information is provided.